Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was found to be at end of service (eos). The battery longevity was less than expected. The device was removed and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory indicated the battery impedance trend was rising. This device was included in a field action, but product analysis found that the device did not perform as described in the field action.